Event description:
The facility representative reported a flo-gard infusion pump with "only alarm". This condition was found upon power up of the device in the (B)(4) care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "only alarm" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a failure code f-94 from a defective main battery. The main battery was replaced and configuration options reset to repair this condition. Should additional information be received, a follow-up medwatch will be submitted.